Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the left ventricular lead that is plugged into the right ventricular port shows over sensing and noise. It was further reported that far field r-waves were being detected which was most likely an atrial lead issue. Changes to both the atrial and left ventricular lead's programming were made which seemed to eliminate issues. Both leads remain in use. No patient complications have been reported as a result of this event.